Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they were contacted by a patient's father who, upon removing patient's sensor applicator, stated that the sensor wire remained in applicator. At the time of the call with dexcom technical support, the international distributor stated that no medical intervention or injuries were reported.